Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized twice in the past two months. The customer's stated that his admissions were due to eye problems caused by high blood glucose. The customer stated that he had no deliveries and his glucose level was over 400mg/dl. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. No further information was reported.